Manufacturer narrative:
The problem could not be confirmed as the unit was not returned for analysis. The device history record review confirms that this device met all material, assembly and performance specifications. The root cause of this complaint is handling damage as the damage was noted prior to pt contact and most likely kinked during unpacking.

Event description:
It was reported that during preparation for an esophageal dilatation procedure, a catheter kink was noted. The nurse was preparing the cre w/g 12-15mm/ 180cm/ 5.5 f/g balloon dilatation catheter, it was noticed that the catheter was slightly kinked. The procedure was completed with another cre balloon dilatation catheter. As there was no patient contact, no pt complications occurred.